Event description:
It was reported, the pt's ((B)(6)) lead exhibited invalid impedance measurements. Surgical intervention was undertaken to address this issue, and the lead in question was explanted. A replacement lead was not implanted due to excessive scar tissue. No further pt complications were reported.

Manufacturer narrative:
Eval: results: as received the lead was severely kinked with wires broken approximately 18cm from the paddle. The fracture observed is consistent with a repetitive overstress condition the lead was subjected to while implanted. Functional testing of the lead found several channels measured open. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.